Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and experiencing high blood glucose levels. The customer¿s blood glucose was over 500 mg/dl at the time of incident. The symptoms the customer reports while experiencing high blood glucose levels are blurry eyes. The customer states the drive support cap appears normal. The customer treated high blood glucose levels by changing site and manual injection. Customer stated that the insulin pump act button takes 3 presses to respond and with constant pressure it sometimes stops. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test. Device received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.